Event description:
As reported by the user facility: reference number v7450, lot number unk, 3 times reported (B)(6) 2012. Reports bag spike is falling out of excel bags with chemo. Reports this has occurred 3 times over last 6 months, none reported at time of incident. No samples saved and no other information available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual device involved in the reported incident was discarded and is not available for evaluation. Without the actual sample or lot number, a thorough evaluation could not be performed. In a follow up with the facility, the reporter stated there was chemo leakage onto the floor but that there was no injury to pt or staff. The leakage was minimal and did not come in contact with any person. A review of the customer complaint database revealed no adverse trends of this nature against the reported catalog number. Based on the investigation, no conclusion can be made regarding the cause of the event. If additional pertinent information becomes available, a follow-up report will be filed.